Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn from the jaw. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was partially lifted when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut) the instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this initial report is required on december 24, 2015. When a physician used the subject device for a laparoscopic colorectal procedure, the probe broke and fell off inside the patient's body. The broken piece of the probe was taken out from the patient's body. The physician replaced the subject device with a similar device. There was no patient harm reported. Omsc received the subject device. And as a result of omsc's investigation, it was found that the probe was broken and the ptfe pad of the device was partially lifted on (B)(6), 2012. This is the report about the ptfe pad partial lifting. Please cross-reference the following report about the probe breakage: 8010047-2012-00441.